Event description:
Consumer alleges that she was laying against a heating pad in a chair when it caught fire and burned the chair. No injuries were reported with this incident.

Manufacturer narrative:
Laying against the pad is abuse of the product and a violation of the instructions and warning provided. No injuries were reported with this incident. This incident is a direct result of misuse/abuse of the product.